Event description:
It was reported that pump battery did not hold charge and was depleting by about 18 percent per day. There was no reported impact to the customer¿s blood glucose level. Customer declined assistance from technical support, no updated pump logs were available, and no additional information was received regarding further actions or outcome of event.